Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and failed testing. The reported event of inaccuracies was not confirmed because information about inaccuracies cannot be obtained from the transmitter. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.